Manufacturer narrative:
(B)(4), no code available- difficult to advance through anatomy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10fr x 10cm flexima biliary stent system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the physician was unable to advance the device through the common bile duct due to severe stenosis at the target site. The procedure was successfully completed with a 7fr x 7cm flexima biliary stent system device and no reported patient complications. The patient was reported to be stable after the procedure.

Event description:
It was reported to boston scientific corporation that a 10fr x 10cm flexima biliary stent system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the physician was unable to advance the device through the common bile duct due to severe stenosis at the target site. The procedure was successfully completed with a 7fr x 7cm flexima biliary stent system device and no reported patient complications. The patient was reported to be stable after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed only the stent was returned for evaluation. The delivery system along with guide catheter was not returned for evaluation. The outer diameter of the stent was approximately 0.132" equivalent to a 10fr. The stent length (barb to barb) was measured and was approximately 97mm which meets the specification 97mm +/- 2mm for a (B)(4) part. The inner diameter was measured with a 0.095' pingage and meets the specification of 0.095". The stent assembly was slightly bent/kinked at the distal end. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.